Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon receiving an event report for a pause event, the correct egm was not included in the report. A report for an unrelated symptom egm was included instead. The device remains in use. No patient complications have been reported as a result of this event.